Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead had dislodged which resulted in loss of capture, decreased sensing, and reduced impedance. The lead dislodgement was confirmed via x-ray. The lead was repositioned on (B)(6) 2025. The patient was stable.